Manufacturer narrative:
Date of event is estimated. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient had an unrelated shoulder surgery wherein the device was not placed into surgery mode. Surgical intervention took place wherein the ipg was explanted and replaced. Stimulation was restored.